Event description:
It was reported that a hypothermia patient was rewarming on the arctic sun device with serial number (B)(4). The nurse reported that the device had stopped several times and the patient temperature was 36.6c, water temperature was 40.9c, flow rate was 0 lpm and target temperature was 37c. The event log showed alarm 15 (unable to obtain a stable patient temperature), alert 50 (patient temp 1 probe out of range) and alert 11 (patient temperature 1 below low patient alert). Mss explained that these alerts and alarms were typically related to an issue with either the temperature in the cable or temperature probe. The foley temperature probe was in place. The nurse stated the temperature probe was twisted, and so they untwisted it earlier. Mss suggested the nurse to first change the temperature cable and if the alerts or alarms reoccurred then to change the foley probe. The nurse was able to obtain and replace the temperature cable and restarted the treatment. The patient temperature now reads 36.9c, water temperature was 28c and flow rate was 2.6 lpm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a hypothermia patient was rewarming on the arctic sun device with serial number (B)(6). The nurse reported that the device had stopped several times and the patient temperature was 36.6c, water temperature was 40.9c, flow rate was 0 lpm and target temperature was 37c. The event log showed alarm 15 (unable to obtain a stable patient temperature), alert 50 (patient temp 1 probe out of range) and alert 11 (patient temperature 1 below low patient alert). Mss explained that these alerts and alarms were typically related to an issue with either the temperature in the cable or temperature probe. The foley temperature probe was in place. The nurse stated the temperature probe was twisted, and so they untwisted it earlier. Mss suggested the nurse to first change the temperature cable and if the alerts or alarms reoccurred then to change the foley probe. The nurse was able to obtain and replace the temperature cable and restarted the treatment. The patient temperature now reads 36.9c, water temperature was 28c and flow rate was 2.6 lpm.